Event description:
The customer called to report that she was hospitalized twice for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 190 mg/dl. The customer stated that her blood glucose levels were extremely high, and she was in a lot of pain, which required morphine. The customer was also diagnosed with gastroparesis. The customer felt that the issue was due to the infusion sets that she was wearing at the time. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.